Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the hospital with blood glucose (bg) values that reached over 200 mg/dl. No treatment information was given, as the patient hung up. The pod was worn between 4 and 24 hours on the arm.